Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental surgery on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. A manufacturing record evaluation was performed for the finished device lot number pdh184, and no non-conformances related to the reported complaint condition were identified additional h3 investigation summary: a labeled winding former, a needle/suture piece and suture piece of product code w8006, lot # pdh184 were received for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, the suture end was observed with marks and lineal cut that appears to be by use of surgical instrument. The suture piece was examined, and one end is matched with the needle suture piece. The condition of the sample received indicate an improper handling of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.